Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a implantable neurostimulator (ins) for spinal pain. It was reported that the patient's surgical site was infected. The factors contributing to the issue were unknown. The implanting physician referred the patient to an infectious diseases specialist approximately 5 weeks prior. It was the impression of the infectious disease specialist that the system should be explanted secondary to a persistent infection that was failing medical management. The implanting physician scheduled an explant on (B)(6) 2020. The issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue was resolved.